Event description:
During device evaluation, the gastrointestinal videoscope's connector was found to be damaged, thereby leading to image noise and no image being displayed. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, the reportable event most likely occurred because of damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.